Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00964. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 64 kit and a neuron max 6f 088 long sheath (neuron max). During preparation for the procedure, after removing the penumbra system ace 64 reperfusion catheter (ace 64) from its packaging, the hospital staff noticed that the ace64 was unraveled. The unraveled ace 64 was found prior to use and therefore, was not used for the procedure. A new ace 64 was then opened for the procedure. During the procedure, the physician initially attempted to use a ninety centimeter neuron max for a groin access; however, the neuron max was removed from the patient due to tortuosity. There was no reported deficiency with this neuron max. The physician then opened and used an eighty centimeter neuron max for the procedure. However, after completing the procedure, while the physician was attempting to remove the neuron max from the patient, the patient experienced a lot of vasospasm. Subsequently, the physician had difficulty removing the neuron max and it became stuck in the radial artery of the patient's arm. The physician pulled on the neuron max but it broke inside the patient's arm. Therefore, the physician required a snare device to successfully remove the broken pieces from the patient's arm and then used another manufacturer's coils to shut down part of the radial artery. As of (B)(6) 2016, the patient was doing fine and had full use of the arm.